Event description:
The customer reported a reagent probe b leak on their unicel dxc 600 pro synchron system. There were no injuries related to the incident. The operator wore personal protective equipment consisting of gloves, a lab coat and goggles while operating the instrument. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak from reagent probe b. The fse replaced the reagent probe b collar wash valve to resolve the issue. (B)(6).